Event description:
Same case as mgfr. #:6000089-2007-01280. It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon ruptured occurred. The lesion being treated was located in the moderately tortuous, severly calcified and 100% stenotic proximal to distal right coronary artery. The physician first advanced a 1.3x10mm non bsc balloon to the lesion, then inflated it to 10atms for two to three seconds and then it ruptured. Next the physician advanced a 1.5x15mm maverick2 monorail balloon to the lesion and inflated it to 6atms and then it ruptured. The physician then advanced a 1.5x15 non bsc balloon to the lesion and inflated it to 4atms for ten seconds and then it ruptured. Then the physician advanced another 1.5x15mm maverick2 balloon to the lesion and inflated it to 6atms where it ruptured. All devices were removed from the patient intact. The procedure was successfully completed with a 2.5x15 maverick2 balloon and the deployment of three taxus stents, a 2.75x28mm, 3.00x28mm, and 3.50x20mm. Patient status is listed as "good".